Event description:
Blood detected in balloon catheter - alert given on console during case, while catheter was in body. Catheter removed, replaced with a new one. No patient harm. Doctor was present. Manufacturer representative called into his company.